Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported to the manufacturer's clinical representative that the nurse at the local hospital was receiving in a patient who had been diagnosed with a gastrointestinal (gi) bleed in the emergency room. The nurse stated that she was unfamiliar with an lvad, so the transplant coordinator of the implanting center was contacted and immediately called back to direct care for the patient. The patient was conscious and stable, no alarms were noted.

Manufacturer narrative:
The patient remains ongoing on lvad support. A correlation between the device and the reported gi bleeding could not be conclusively determined. The instructions for use lists bleeding as a possible adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information it was reported that the patient was treated for the gi bleeding and the issue was resolved.

Manufacturer narrative:
The patient remains ongoing with the implanted device and no further issues have been reported. The manufacturer is attempting to obtain additional information as to how the patient is currently doing. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.